Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported for single leaflet device attachment (slda) leading to incomplete coaptation from this lot. Potential causes for slda leading to incomplete coaptation were considered, including manufacturing, patient morphology/pathology and user technique. Slda can be a result of manufacturing anomalies, such as the grippers not being able to actuate or clip functionality issues. The slda may be influenced by anatomical morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed etc. Factors related to user technique which can influence the slda include, but are not limited to, difficulties with visualization or not following the procedural steps outlined in the instructions for use (IFU). In this case, given the time interval between the procedure and the reported slda, it is possible the reported slda resulted from disease progression; however, this cannot be confirmed. The reported patient effect of worsening mr is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required two additional clips for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2012 to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted and the mr was reduced to 1. On (B)(6) 2015, transthoracic echocardiogram found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. On the same day, two clips were implanted, one on each side of the slda clip, reducing the mr to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4).